Event description:
At about 11 months after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the metaphysis, glenosphere and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 december 2023: lot 2214343: 26 items manufactured and released on 08-oct-2022. Expiration date: 2027-08-16. No anomalies found related to the problem. To date, 22 items of the same lot have been sold without any similar reported event in the period of review. Additional implant involved batch review performed on 28 december 2023 on reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2115876 lot 2115876: 38 items manufactured and released on 08-march-2022. Expiration date: 2027-02-27. No anomalies found related to the problem. To date, 24 items of the same lot have been sold without any similar reported event in the period of review.